Event description:
It was reported that a patient presented for a pulse generator upgrade procedure. During the procedure, it was difficult to remove right atrial and ventricular lead terminal pins from the header ports. The physician had to cut the header. The procedure ended without any further complication. The patient was stable.